Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure occurred (B)(6) 2012 due to pain and asceptic loosening of the tibia tray, femoral component and patella. The tibia tray, tibial bearing, femoral component and patella were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00730 / 00732).